Event description:
It was reported that angina and in-stent restenosis (isr) occurred. In an unspecified date, a 12x3.50mm taxus® liberté® stent was implanted in the proximal end of left anterior descending (lad) artery. In (B)(6) 2012, the patient presented with unstable angina and was hospitalized. Coronary angiography was performed and revealed 90% isr of the previously placed 12x3.50mm taxus® liberté® stent. The lesion was treated with implantation of drug-eluting stent. On the same day, the patient recovered without complications. Ten days post procedure, the patient was discharged.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).